Event description:
It was reported that "the tip of the guidewire broke off inside of the patient. The physician noticed it when he inserted the catheter and was retrieving the guidewire without its j-tip." The physician placed another central venous catheter (cvc) to complete the procedure. The patient experienced no harm or injury.

Manufacturer narrative:
Qn# (B)(4). The UDI number is not available as complainant did not report the material number.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the tip of the guidewire broke off inside of the patient. The physician noticed it when he inserted the catheter and was retrieving the guidewire without its j-tip." The physician placed another central venous catheter (cvc) to complete the procedure. The patient experienced no harm or injury.